Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -8.0/1.0/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed and replaced with a shorter length lens inraoperatively due to low vault and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).